Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('I have cramping more in the right side') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and menstrual disorder ("big clots both during my periods"). The patient was treated with surgery (bilateral salpingectomy bx of cul de sac endometriosis endometrial curettings). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the fallopian tubes appear successfully occluded status post essure. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal pain lower and menstrual disorder. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('I have cramping more in the right side') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and menstrual disorder ("big clots both during my periods"). The patient was treated with surgery (bilateral salpingectomy bx of cul de sac endometriosis endometrial curettings). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the fallopian tubes appear successfully occluded status. Post essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain lower and menstrual disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2021: this case become serious incident. Pfs received. Essure device removal surgery details added. Reporters information added. Lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.